Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter was recently put on insulin. Reporter brought his meter to the doctor's office for a meter to hcp meter comparison test. The reporter's meter had a result of 211 mg/dl and the doctor's meter (ss pro) 279 mg/dl. Tests (capillary) were done within minutes, using the same fingerstick. There were no symptoms. Reporter had not cleaned his meter. On follow-up, the reporter did two control solution tests (using old and new strips) that were within range: old test strip results were 116 (87-131) and new strips 120 (90-135).